Event description:
It was reported that the user experienced a high blood glucose event after not announcing a dinner meal while using the ilet system, after which correction dosing was delivered and glucose returned to target. Symptoms included hyperglycemia. Outcomes included resolution of the high glucose following correction dosing with no reported medical intervention or hospitalization. Investigation included troubleshooting and education focusing on meal announcements. Investigation of this case revealed that the event was attributable to a missed meal announcement rather than a device malfunction, and the device functioned as designed by correcting the elevated glucose. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, caused the event.

Manufacturer narrative:
Initial.